Manufacturer narrative:
On (B)(6) 2024, a patient underwent implantation of a hip replacement. According to the sales representative, the flexible drill shaft ic (ref 02822120) broke, when the surgeon attempted to drill a hole for an acetabular screw. The surgery was completed by using a second flexible drill shaft ic (ref 02822120). As a conclusion, two flexible drill shafts ic were used during the surgery, out of which one broke intraoperatively. The broken flexible drill shaft ic fractured at the transition between the head of the instrument and the flexible part of the shaft. After a review of the product and manufacturing documentation, a technical cause that could be traced back to manufacturing problems can be ruled out. The standard surgical techniques and the instructions for use have been checked in terms of content and no errors could be found. The incident can be regarded as a random failure of a component with regard to the drill shaft. A possible cause for the break of the drill could have been an unintentional user error, but the condition of the bone could also have had an influence, however both was not reported. This event was assigned to the error pattern "break of the instrument" with the consequence "extension of the operating time".

Event description:
The following event was reported to implantcast gmbh: "broken / torn". Remark ic-gmbh: it is known that the issue occurred intraoperatively, hence it is very likely that it caused an extension of the surgery time. However, according to the available information, this issue had no health impact on the patient, since a second drill shaft was available.